Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14151750 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. 0 units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 14151750. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This patient had a known history positive stress test and coronary disease as well as risk factors for progressive vascular disease. Angiography revealed 100% stenosis in an rca lesion and stenosis of two other vessels. Progression of atherosclerotic disease is a known cause to mi and does not indicate a device failure. Intra-arterial intervention is a treatment of the disease process, and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient characteristics and procedural factors that may have contributed to the reported event, specifically the risk factors of positive stress test and known coronary disease.

Event description:
The report is from the study. The patient was a female, with a history of hyperlipidemia, abnormal stress test, diabetes, coronary artery disease, and hypertension . The target lesion was the proximal left internal carotid. Pre-procedure stenosis was 95%. Lesion length was 15mm and diameter was 6mm. The lesion as pre-dilated. A precise pro rx 9 x 30mm was deployed at the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved during the procedure. The patient left the angiography suite with no neurological deficit. The day following the procedure, the patient had a non st mi. An angiogram was conducted and a total occlusion of the right was noted. The ostium of the diagonal and the circumflex were diseased. The patient was not symptomatic and was treated with medication. The patient was discharged the following day (2009).